Manufacturer narrative:
Investigation - evaluation. A review of documentation including the complaint history, device history record, instructions for use (IFU), quality control and specifications of the device was conducted during the investigation. The complaint device was not returned, therefore, no physical examination of the device could be completed. However, a similar complaint for the same product experiencing the same failure mode was identified. In the investigation of that device, a physical examination confirmed that the device broke in multiple spots. It was concluded that the event was likely due to storage conditions. Due to the similarities between the rpn and failure mode, it is likely that the two events have a similar cause, however, this cannot be determined without additional information. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. It was determined that adequate risk mitigation activities are in place to capture potential failure modes prior to release to the customer. A review of the device history record for lot 6965978 found no relevant nonconformances that could have contributed to the failure mode. It should be noted that there were no other complaints reported for this lot number. There is no evidence to suggest that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no returned product returned and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to investigate this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: not exempt, preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the general surgeon was attempting to place a laparoscopic biliary stent during a common bile duct exploration. When the stent was removed from the packaging, it "disintegrated" as it was being handled. A second laparoscopic biliary stent was opened and was successfully placed without breaking. The second stent was described to be brittle. The lbss-7-4 is not marketed in the us however, a same/similar device (c-fbss-100) is marketed in the us. As reported, there were no adverse effects experienced by the patient due to this occurrence.